Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation of the patient's pacemaker showed it was in backup vvi mode. The patient was asymptomatic. The pacemaker was successfully restored. The patient was asymptomatic and stable throughout the visit.